Manufacturer narrative:
This report is being filed to provide corrected information is provided in e.1 and h.3. Root cause: the root cause of the reported incident was the adjustment of the IV pole stopper.

Event description:
This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
Investigation: a terumo bct service technician checked out the machine at the customer site and was able to confirm the reported condition. It was determined that the IV pole needed adjustment/alignment of the stopper. The service representative adjusted the IV pole stopper and the machine was returned to use. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no other problems identified related to the reported condition. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the IV pole on the trima equipment unexpectedly lowers down. No injury was reported for this incident and no patient was connected at the time the IV pole was sliding down, therefore no patient information is reasonably known.